Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient's infusion set's tubing got detached and this issue occurred with five infusion sets. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.